Event description:
In an august 2000 retrospective data collection effort of perma-seal graft experience conducted by the distributor, a surgeon user reported the following: in one patient there were two thromboses or other occlusions, and one infection. The infection was noted to be related to dialysis access. There was no information regarding patient selection, peri-operative management, or graft handling.